Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 21 mg/dl. According to the pump history, the tubing was filled with (B)(4) units. It is suspected that the customer may have been attached to the site during the fill tubing sequence; however, this could not be confirmed. Customer was treated with intravenous glucose to address bg level. Customer was discharged the following day with the issue resolved and no permanent damage. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.